Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history records (DHR) review. The OEM conducted a review of DHR for the concerned unit, a final inspection indicated the unit met all final inspection test specifications prior to shipment.

Manufacturer narrative:
The reference footswitch was not returned to the manufacturer. The exact cause of the reported event could not be confirmed at this time. However, if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a percutaneous nephrostolithotomy (pcnl) procedure, the surgeon indicated that when the foot pedal was pressed to turn on the device, the device would remain on and it would not turn off. They turned the whole machine (spl-s) off to turn it off. This was experienced on the next few tries. There was no error message observed. The procedure was completed with no harm to the patient and no complications by using the hand controls. To date, the user facility was using the same system with hand pieces. The foot pedal has since been replaced and they have had no problems.